Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred and the user was unable to clear the alarm. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the user noticed that the cartridge was leaking from an unspecified location. The user reported a blood glucose (bg) level of 50 mg/dl. Reportedly, the bg level was due to strenuous physical activity. The user addressed bg level with juice. A follow up with the user confirmed that the user successfully loaded a new cartridge and resumed insulin delivery.